Event description:
C.r. Bard pelvicol mesh transvaginal cystocele, rectocele, hysterectomy with major post-op complications. Severe abdominal inflammation and pain. Near divorce due to inability to have sex without agony. Tests, imaging, etc. Surgeon urogyno discovered mesh like a piece of wood and attempt vaginally, but may need second surgery abdominally. I have major bladder issues and still have incontinence and cannot completely void and rectocele returned with incontinence. Scheduled (B)(6) 2012.